Manufacturer narrative:
One infusion pump was received in relation to this event. The tamper seal label was missing. Device was received in good physical condition. A review of the event history log was completed and was unable to confirm the reported event. Three separate delivery accuracy tests were performed, all of which failed, confirming the reported event. The pump was found to be under-delivering according to manufacturer's specifications. The pump's expulsor was found to be outside of mechanical specifications, and was replaced to resolve the reported issue. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported that on initial use of the device that it failed the infusion volume accuracy test. No patient involvement was reported.